Event description:
It was reported that the device intermittently powered off by itself. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and observed a lock up failure. Physio is in the process of evaluating the device and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. A replacement device was provided to the sales rep.